Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein a hemostatic valve separation issue occurred. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since there were stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure, however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2/8/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the hemostatic valve dislodged inside of hub. This finding was also reviewed and determined it is consistent with the customers reported issue and continues to be deemed MDR reportable . The product analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein a hemostatic valve separation issue occurred. It was reported that during the procedure the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. No detachment or breakage to the valve was noted. Air did not enter to the patient¿s body. There¿s no indication that patient¿s hemodynamics was compromised nor that any intervention was required; therefore, this won¿t be considered a patient adverse event but a product malfunction for hemostatic valve separation since it is most likely the backflow bleed occurred due to a malfunctioning/dislodged valve.